Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system (B)(4) on the procedure date of (B)(6) 2021 by an intuitive surgical, inc. (Isi) senior failure analysis engineer: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which reportedly required the patient to be hospitalized with a chest tube placed. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required placement of a chest tube and hospitalization. The following instruments were reportedly used during this procedure to take biopsies of the target lesion: intuitive 21g flexision biopsy needle, forceps, a cytology, and a bronchoalveolar lavage. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Updated fields: a2, a3, a4, a5, a6, b6, b7, g3, g6, h6, and h10/h11. D1001 - on (B)(6) 2022, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the pneumothorax was identified with a chest x-ray the day after the ion endoluminal lung biopsy procedure was completed. The physician believes an ion product caused or contributed to the pneumothorax because the ion system was used to navigate to the target lesion and a 21g flexision biopsy needle was used to biopsy the lesion. The physician added that a non-isi branded forceps and brush were used to biopsy the lesion as well. The 21g flexision biopsy needle was discarded after this procedure and therefore cannot be returned to isi for failure analysis evaluation. The physician believes that this pneumothorax would have likely occurred via another procedure modality because the patient had a high risk of pneumothorax due to extensive emphysema. The physician stated that a CT guided biopsy would have had a higher risk of a pneumothorax than the ion procedure. When the size of the pneumothorax was requested, the following answer was provided: ¿50% tension pneumothorax on right with mediastinal compression.¿ the pneumothorax was not monitored for growth after the chest tube was placed. The patient experienced shortness of breath and right side chest pain due this pneumothorax. The patient was never considered medically unstable and was admitted for observation post-procedure. The patient was hospitalized for a total of ten days. The chest tube was reportedly placed to resolve the pneumothorax, and the patient was at baseline with their regular physicians. The patient was hospitalized for the ten days due to the pneumothorax. The patient reportedly had a persistent air leak due to extensive emphysema. The physician said the patient's age caused the pneumothorax to heal slower, and the patient was treated for chronic obstructive pulmonary disease that was exacerbated due to this event. The patient experienced no other complications during their hospitalization.

Event description:
Refer to h10/h11 for follow-up information.